Event description:
The user facility reported that the involved runthrough device was used during the procedure and separated on withdrawal. The patient's condition was reported good and was doing fine. The procedure outcome was good. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. Additional information was received on 10jun2020. There was no part left in the patient. The procedure being performed was a coronary angioplasty.